Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx1472 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the inter cannula of the introducer fell apart. Additional information received 07/17/2020: 5 french dual lumen PICC, introducer was inserted smoothly when the inner cannula of the introducer was unscrewed and removed the top came off easily and writer retrieved the shaft (long white piece) out of the grey sheath before it entered patients blood stream.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached hub is confirmed and was determined to be manufacturing related. One 5.0 fr x 7 cm microintroducer sheath and dilator was returned for evaluation. An initial visual observation showed use residue on the returned sample. The hub of the dilator was observed to be completely detached from the shaft at the base of the shaft. A microscopic observation revealed a rim of material around the edge of the break on the shaft of the dilator. The proximal end of the shaft was observed to be smooth and flat, and striations were observed on this surface, suggesting this is the manufactured end. A circular indentation was observed on the distal end of the hub with rough edges that appear to align with the edges of the proximal end of the shaft. This circular indentation was observed to be quite shallow and suggests the dilator shaft was not positioned correctly during the molding process, which allowed the shaft to detach from the hub. The investigation was forwarded to the manufacturing facility for further investigation. Reynosa evaluation complaint due to ¿the inter cannula of the introducer fell apart¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual performed at vad lab the following was concluded: the vessel dilator tubing was found to be totally detached from the molded hub. A closer view of the break site revealed an improper insertion depth of the dilator tubing on the dilator cassette pins. This condition was caused during molding process. Therefore, the cause of this condition is manufacturing related. As part of this investigation mrr¿s and complaints databases were reviewed for the last 24 months and no mrr¿s and no complaints were found to be related to this issue. Also, as part of reinforcement about this issue, an awareness communication was provided to all personnel involved on this operation. A lot history review (lhr) of redx1472 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the inter cannula of the introducer fell apart. Additional information received (B)(6)2020 : 5 french dual lumen PICC, introducer was inserted smoothly when the inner cannula of the introducer was unscrewed and removed the top came off easily and writer retrieved the shaft (long white piece) out of the grey sheath before it entered patients blood stream.